Event description:
Pt was implanted with a elevate apical and posterior (intepro lite). At an office visit on (B) (6) 2008, pt was reported to have recurring prolapse that was device related. Severity is severe. No medical action taken. Office visit on (B) (6) 2009. No change. Office visit on (B) (6) 2009. No change. Resolved on (B) (6) 2009, when pt had a vaginal hysterectomy and an anterior elevate surgery. No further info was provided. Lot/serial # (B) (4).